Manufacturer narrative:
(B)(4). Diabetes melltitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient was feeling dizzy and weak just before 2:00am. She stated the cgm was displaying 5.2mmol/l and when a finger stick reading was taken, the bg meter was displaying 3.1mmol/l. The patient was given glucose powder and after twenty minutes, the patient felt fine. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. It was reported that the patient did not enter finger stick values promptly. No additional patient or event information is available.